Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin leaks into the reservoir compartment. Customer's blood glucose was 108 mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump passed the leak test. No obvious insulin odor noted. No moisture damage found on the electronics, motor, force sensor, keypad, and reservoir compartment during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.